Event description:
It was reported that a patient presented with low p wave sensing noted on the patient's right atrial lead. The lead was capped and replaced on (B)(6) 2026. No information regarding adverse patient consequences were reported.